Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original unopened packaging. The device is fractured from the distal end toward the proximal end with a large chunk fractured away. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an acl procedure, after placing in the patient a biosure ha 7mm x 25mm (B)(4) and a biosure ha 6mm x 25mm (B)(4) they logged in the key, the screws were removed from the patient. The procedure was completed without surgical delay using a back-up device. No further complications were reported.